Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of the nozzle, no air/water fed, nozzle had foreign objects, due to a pinhole on instrument tube, water tightness lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on the angle rubber chipped, adhesive on angle rubber had white-clouded area, adhesive around objective lens peeled, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, distal end cover scratched, and part of the insertion tube caught and pinched-the insertion tube becoming deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported foreign material that came out of the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. The investigation also found that a foreign material remained in the nozzle and that reprocessing by the customer was performed according to IFU. Olympus will continue to monitor field performance for this device.